Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-feb-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro and observed no flow in body. It was reported that the ngen system displayed a ngen turned off ablation, too hot safety measure error (code unknown) during the procedure. The qdot micro catheter had no flow in body. The catheter would not flush. The fluid tubing popped off. They pulled the catheter out of the body and it could no longer flush. The catheter was replaced and the issue resolved. The procedure was continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The too hot safety measure error that populated was assessed as non MDR reportable. Since the generator stopped delivering radio frequency, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The no flow in body issue was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro. It was reported that the ngen system displayed a ngen turned off ablation, too hot safety measure error (code unknown) during the procedure. The qdot micro catheter had no flow in body. The catheter would not flush. The fluid tubing popped off. They pulled the catheter out of the body and it could no longer flush. The catheter was replaced and the issue resolved. The procedure was continued. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 14-mar-2025, observed a hole in the pebax's surface. The bwi product analysis lab became aware of a hole in the pebax's surface on 14-mar-2025 and have also assessed this returned condition as reportable. The device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, irrigation, temperature and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that there was a hole in the pebax's surface. The irrigation test was performed and no obstructed holes or irrigation issues were observed. The temperature and impedance test was performed and there was no issues observed, the temperature and impedance values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The hole in the pebax could be related to the high temperature issue reported by the customer. The complaint was confirmed. The potential cause of the pebax hole could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) of the device contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body; do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿no flow¿ issue. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿too hot safety measure error¿ issue. In addition, biosense webster inc. Analysis finding of the ¿a hole in the pebax's surface¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).